Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus/basal delivery. No e70 alarm noted in alarm history screen. No screen. No alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.